Event description:
Baxter finland complaint coordinator reported argentina affiliate had 4 incidents of occluder feet breaking on transfer set. Per affiliate, this issue was noted during use and no patient injury or medical intervention was associated with these incidents.